Manufacturer narrative:
(B)(4) - retrospective review of this file based on (B)(4) determined this is an MDR. Son of the end-user alleges that the wheelchair is not holding a charge, and while driving down the street chair lost charge completely. Per owner's manual (part number: 1125085 rev j-10/08) do not operate on roads, streets or highways. The chair was returned for evaluation and the serial number was not found. The chair was functionally tested and during operation the chair seemed to accelerate quickly in the turns from a stopped position. The root cause was not determined with the evaluation. No RMA has been initiated for this issue. Model m51 has an unknown serial number. The age of the device is unknown - the consumer received the chair in (B)(6) 2011. User manual part number 1125085, the revision is unknown. Rev j (oct-08) will be used for this documentation. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." Consumer's arm became pinched when going through a doorway. The consumer medical condition, stability and medication regimen are unknown. The consumer is a (B)(6). The following warning is provided on page 11: " always keep hands and fingers clear of moving parts to avoid injury." The consumer traveled 5 blocks to daughter's home when the battery failed. Adhering to the following warnings found on page 11 and page 12 may have prevented the batteries from discharging: on page 11: "do not operate on roads, streets or highways." On page 12: "the use of rubber gloves is recommended when working with batteries. Never attempt to recharge the batteries by attaching cables directly to the battery terminals. Do not attempt to recharge the batteries and operate the wheelchair at the same time. Do not operate wheelchair with extension cord attached to the ac cable. Do not attempt to recharge the batteries when the wheelchair has been exposed to any type of moisture. Do not attempt to recharge the batteries when the wheelchair is outside. Do not sit in the wheelchair while charging the batteries. Do not attempt to recharge batteries using both the on¿board battery charger and an independent battery charger (plugged into the joystick charger port) at the same time. Doing so will reduce the life of the batteries. Read and carefully follow the manufacturer's instructions for each charger (supplied or purchased). If charging instructions are not supplied, consult a qualified technician for proper procedures. Ensure the pins of the extension cord plug are the same number, size, and shape as those on the charger. Do not under any circumstances cut or remove the round grounding plug from the charger ac cable plug or the extension cord plug."

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51 has an unknown serial number. The age of the device is unknown - the consumer received the chair in (B)(6) 2011. User manual part number 1125085, the revision is unknown. Rev j (oct-08) will be used for this documentation. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." Consumers arm became pinched when going through a doorway. The consumer medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) female who stands (B)(6) and weighs (B)(6). The following warning is provided on page 11: " always keep hands and fingers clear of moving parts to avoid injury." The consumer traveled 5 block to daughters home when the battery failed. Adhering to the following warnings found on page 11 and page 12 may have prevented the batteries from discharging: on page 11: "do not operate on roads, streets or highways." On page 12: "the use of rubber gloves is recommended when working with batteries. Never attempt to recharge the batteries by attaching cables directly to the battery terminals. Do not attempt to recharge the batteries and operate the wheelchair at the same time. Do not operate wheelchair with extension cord attached to the ac cable. Do not attempt to recharge the batteries when the wheelchair has been exposed to any type of moisture. Do not attempt to recharge the batteries when the wheelchair is outside. Do not sit in the wheelchair while charging the batteries. Do not attempt to recharge batteries using both the on-board battery charger and an independent battery charger (plugged into the joystick charger port) at the same time. Doing so will reduce the life of the batteries. Read and carefully follow the manufacturers' instructions for each charger (supplied or purchased). If charging instructions are not supplied, consult a qualified technician for proper procedures. Ensure the pins of the extension cord plug are the same number, size, and shape as those on the charger. Do not under any circumstances cut or remove the round grounding plug from the charger ac cable plug or the extension cord plug."

Event description:
Chair allegedly jumped as consumer was going out the door, causing the left forearm of the consumer to get caught between the chair arm and door. The consumer allegedly sustained bruising on her arm. No serious injury is alleged.

Event description:
Chair allegedly jumped as consumer was going out the door, causing the left forearm of the consumer to get caught between the chair arm and door. The consumer allegedly sustained bruising on her arm. No serious injury is alleged.